Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there are fluctuating thresholds with an increase from 1.5 v to 2.5v, to 5 v at .4 ms in the last month. Lead impedances have been normal, in the 700 ohm range bipolar and 600 ohm range unipolar. It was also reported that the in-office thresholds were consistent with the thresholds measured by the device. The physician likely will leave programmed to 7.5v until generator changeout. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: updated initial reporter information. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: varying resistance/impedance was noted. Thresholds have been fluctuating slightly over time, with a possible increased fluctuation in (B)(6) 2010. V lead impedances are in normal range but show increased fluctuation in (B)(6) 2010. No ventricular high rates or evidence of noise on lead. Cannot conclude if increases in thresholds are physiologic or lead related.

Event description:
It was reported there are fluctuating right ventricular (rv) lead thresholds with an increase from 1.5 v to 2.5v, to 5 v at .4 ms in the last month. Lead impedances have been normal, in the 700 ohm range bipolar and 600 ohm range unipolar. It was also reported that the in-office thresholds were consistent with the thresholds measured by the device. The physician likely will leave programmed to 7.5v until generator changeout. It was later reported that the rv lead continued to exhibit high thresholds and was capped and replaced when the patient's implantable pulse generator (ipg) had reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.